Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (bent pins) has been confirmed. Upon investigation, the guide pin in the belt trunk cable connector was bent. The root cause for the bent pin was excessive force. There were no adverse events associated with the damaged electrode belt. Device evaluation of monitor has been completed. The reported problem (damaged monitor case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The failure was isolated to a bent pin in the monitor's belt receptacle. The root cause for the bent pin was excessive force. There were no adverse events associated with the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and electrode belt was damaged.